Manufacturer narrative:
Concomitant product: product ID 7434a, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient. (B)(4).

Event description:
The consumer reported the patient was not able to increase the stimulation and got the triple beeps. They tried to have the patient decrease and she got the triple beeps also. The patient had all three green lights, so the stimulator was on. The amplitude switch was all the way to the left and the speaker switch was all the way to the right. The patient was getting the upper limit beeps when she increased or decreased stimulation, so it was suggested the patient to see a doctor. New batteries were tried. It was noted the patient had a pain in the arm and ache in the thumb that occurred gradually about a week prior to the report and got more intense in the two days prior to the report. Later, the manufacturer's representative (rep) reported the patient was feeling great stimulation until (B)(6) 2016. Nothing happened, but all of a sudden, the stimulation stopped. The pain in the patient's left arm returned. Electrode impedance was tested and ranged between 800-1600 ohms. Impedances were within normal range. The implantable neurostimulator (ins) battery was ok. There were no traumas or falls that could have been related to this issue. The old setting was noted as 1.5v/280pw/31hz with one cathode and one anode giving an estimated longevity of 96 months. The new setting was noted as 1.35v/300pw/40hz with a therapy impedance of 1231 ohms on 24 hours giving an estimated longevity of 100 months. Relevant medical history included reflex sympathetic dystrophy syndrome and causalgia complex regional pain syndrome. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.